Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. As received, the belt failed incoming functionality testing. The cause for the failure was isolated to the j702 connector being pulled from the dn pca. The cause for the pulled connector was likely a pulled cable. The root cause for the pulled cable was likely excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt was unable to communicate with a monitor.